Manufacturer narrative:
Date rec¿d by MFR: 26mar2019. Information was received that the customer contacted a third party service provider to repair the ventilator. No information on what was done to address the reported issue was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators touchscreen did to respond to touch and it was broken. No patient harm reported. Event date not specified, estimate used.